Event description:
Related manufacturer report number 2017865-2024-04085, related manufacturer report number 2017865-2024-04087. It was reported that during a follow up in clinic, right ventricular loss of capture and right atrial noise resulting in oversensing were noted. The patient experienced dizziness. Provocative testing was performed and the noise and loss of capture were unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.